Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information: did the event happen during a procedure? Yes (pharyngeal pouch). Were you in the procedure at the time of the event? No. Was the product being used in a clinical trial? No. Event outcome/how was it managed? Open a new sterile device. Was there a patient impact or was the procedure extended greater than 30 minutes due to the failure? Yes. Has the reporter facility indicated there may be legal action? No. Is the product available for return? Yes (2 staplers). Please give a detailed explanation of the event: consultant was using the ets as he has done so on many occasions. When he went to fire the product after waiting 30 seconds he heard a crunch within the stapler rather than the audible feedback of firing completed. The stapler was then rendered inoperable in terms of opening the jaws of the device and also the release button. Due to the staples not being deployed (or correctly) the surgeon then opened another one and the same fault happened. The following information was requested, but unavailable: it was reported that the procedure was extended greater than 30 minutes. How long was the procedure extended? Was there any patient consequence as a result of the procedure being extended? Did the jaws eventually open to release the tissue? If no, how was the device removed from the patient? When the issue occurred, did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any patient consequence or change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during an unknown procedure, information to be confirmed once known. It is unknown how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # pi1-1bxreqo. Updated to serious injury. Additional information requested and received: was the secondary procedure performed as a result of the device issues? The secondary procedure i.e excision of the pouch via an external (open) approach has not been done as yet. This will be done after about 3 - 4 months after the initial endoscopic procedure as the patient has remained symptomatic with ongoing dysphagia due to a residual component of the pouch which was incompletely stapled during the attempt at endoscopic stapling. Two stapling devices from the same batch failed to fire the staples but they did damage the tissues between the pouch and the oesophagus. Please note that my consultant colleague from upper gi surgery ( mr. (B)(6)) also failed to fire the device on the second occasion as did I. The third device (taken from another batch - from upper gi theaters ) fired successfully but due to the tissues being chewed bay the jaws of the previous two failed devices - I did no push the stapler into to the full length of the pouch for fear of causing a perforation. Fortunately, the failed devices , in addition to failing to staple, did not cut either or I would have had a serious complication of a large oesophageal perforation on my hands. Were clips used in the surgical procedure? Yes. What approach was being used? Was this changed due to the issue with device? Endoscopic approach was attempted. For the revision procedure, I am planning to excise the pouch via an external approach as I think it will be safer for this particular patient in view of his recent failed attempt at endoscopic stapling. Was this changed to an open procedure? It will be. See above. What is the current patient status? The patient is currently still symptomatic due to a residual pharyngeal pouch that is collecting food while he is swallowing resulting in regurgitation of swallowed food and swallowing difficulty. He is awaiting a further follow up appointment with me and, depending on the severity of his ongoing symptoms, we will make a decision whether to proceed with excision of the pouch via an external approach or not. Additional information received: it was reported that the procedure was extended greater than 30 minutes. How long was the procedure extended? This procedure normally takes 20 minutes however in total the procedure took just over an hour extending the surgery by 40 minutes was there any patient consequence as a result of the procedure being extended? Not as such however, the tissue had been crushed on a number of occasions in the process of this procedure, the surgeon was concerned that this could have affected the viability of the tissue. Because of this the surgeon was cautious and only partially stapled the pouch. The patient still remains symptomatic and requires further surgery, this time resulting in an external approach did the jaws eventually open to release the tissue? Yes, however, the handles needed prizing apart with great force on both staplers in order for them to release the tissue if no, how was the device removed from the patient? When the issue occurred, did the device deliver any staples? No. If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? No. If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? See above. The analysis results found that the ats45 device was received with the firing mechanism damaged and with no reload loaded in the device. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue then indicated or attempted to fire through a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections take place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4).